Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings: according to the vibe pump¿s errors, alarms and warnings list, the cs 018 call service alarm is not a valid alarm and it does not exist in the pump¿s data base. There were no cs 018 alarms observed on or before the date of the initial complaint. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the initial complaint was not duplicated. Unrelated to the initial complaint, it was observed that the battery compartment was cracked. The pump¿s cover was removed and there were no intermittent condition found to the cgm module or to the printed circuit board (pcb). The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 018 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.